Event description:
Hcp reports post pump replacement pt exhibited overdose symptoms, decreased level of consciousness, and respiratory distress. Follow up with hcp revealed pt had been receiving compounded baclofen for many years. Pt dose was stable at 1485 mcg per day. Recently spasticity was increased and pt's pump was found to have a volume discrepancy. Pump and catheter were replaced as pump was 37 months old and pt's catheter had never been replaced since original implant in 1995. Surgeon had attempted a dye study and was unable to get dye to go through the catheter. Post implant the pt's pump was programmed to an even 1500 mcg. Ten hours later pt was apneic and could not be aroused. Preparation was made to administer neostigmine as respiratory arrest seemed close. Pump was turned off and pt improved. Pump was started at a much lower dose. Pt now receives 300 mcg per day and feels better than pt ever has on the therapy. Pt has excellent spasticity control on simple continuous infusion. Prior to system replacement pt had required a continuous complex programming to achieve freedom from spasticity. Nurse feels it is possible that the original catheter was in the epidural space.